Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (one is not there)/ migration of essure device (location: do not know)") and cholecystectomy ("gallbladder removal") in a 50-year-old female patient who had essure (batch no. 636087-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and cholecystectomy. Concomitant products included since 2009 and omeprazole (prilosec) since 2009. In 2009, the patient experienced rash pruritic ("itchy patches/ rashes"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), nausea ("nausea"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), rash ("rashes") and abdominal pain upper ("stomach pain"). In (B)(6)2009, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On (B)(6)2009, the patient underwent cholecystectomy (seriousness criterion medically significant), 3 months 11 days after insertion of essure. In (B)(6)2009, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), alopecia ("hair loss"), vision blurred ("blurry vision") and abdominal pain lower ("cramps") and was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced premature menopause ("hormonal changes (early menopause)"). In (B)(6)2011, the patient experienced tooth disorder ("dental problems"). In (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced feeling abnormal ("brain fog"), gastrointestinal pain ("gastrointestinal/digestive system condition (pain)"), allergy to metals ("nickel allergy"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the device dislocation, cholecystectomy, abdominal pain, dyspareunia, nausea, fatigue, feeling abnormal, female sexual dysfunction, tooth disorder, gastrointestinal pain, abdominal distension, gastrointestinal disorder, alopecia, premature menopause, migraine, allergy to metals, rash pruritic, vision blurred, weight increased, mood swings, insomnia, memory impairment, abdominal pain lower, rash, abdominal pain upper, headache and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, cholecystectomy, device dislocation, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, gastrointestinal pain, headache, insomnia, memory impairment, migraine, mood swings, nausea, premature menopause, rash, rash pruritic, tooth disorder, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Event: memory loss were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (one is not there)/ migration of essure device (location: do not know)") and cholecystectomy ("gallbladder removal") in a (B)(6) female patient who had essure (batch no. 636087-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and cholecystectomy. Concomitant products included ibuprofen (motrin) since 2009 and omeprazole (prilosec) since 2009. In 2009, the patient experienced rash pruritic ("itchy patches/ rashes"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"), female sexual dysfunction ("apareunia"), rash ("rashes") and abdominal pain upper ("stomach pain"). In (B)(6) 2009, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On (B)(6) 2009, the patient underwent cholecystectomy (seriousness criterion medically significant), 3 months 11 days after insertion of essure. In (B)(6) 2009, the patient experienced nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), alopecia ("hair loss"), vision blurred ("blurry vision") and abdominal pain lower ("cramps") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced premature menopause ("hormonal changes (early menopause)"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), gastrointestinal pain ("gastrointestinal/digestive system condition (pain)"), allergy to metals ("nickel allergy"), mood swings ("mood swings"), insomnia ("insomnia") and memory impairment ("forgetfulness"). Essure treatment was not changed. At the time of the report, the device dislocation, cholecystectomy, abdominal pain, dyspareunia, nausea, fatigue, feeling abnormal, female sexual dysfunction, tooth disorder, gastrointestinal pain, abdominal distension, gastrointestinal disorder, alopecia, premature menopause, migraine, allergy to metals, rash pruritic, vision blurred, weight increased, mood swings, insomnia, memory impairment, abdominal pain lower, rash, abdominal pain upper and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cholecystectomy, device dislocation, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, gastrointestinal pain, headache, insomnia, memory impairment, migraine, mood swings, nausea, premature menopause, rash, rash pruritic, tooth disorder, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Event headaches added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.